Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right atrial lead was placed, and the physician noticed blood in the lumen of the lead. It was suspected that the lead had an insulation breach. The lead was not used and was replaced. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.